Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6), 2011and a obtryx implant was implanted into the patient on \ 2011. The patient experienced complications and nonsurgical treatment.device 2 of 2 patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; psych; boston scientific received an additional information on 07jul2022 as follows: note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a vaginal hysterectomy, anterior and posterior vaginal repair, sacrospinous colposcopy, sub-urethral sling and cystoscopy procedure performed on (B)(6) 2011 for the treatment of vaginal and uterine prolapse and urinary incontinence. During the procedure, the obturator foramen was located during the procedure after a 1 cm incision was created in the anterior vaginal wall. After that, an obtryx mesh was implanted through bilateral incisions above the pubic rami. A 2-0 vicryl was used to stitch the vaginal wall. Additionally, lignocaine and adrenaline fluid were given during the fascia over the rectocele's dissection. Over the rectocele, a midline incision was performed. The rectum was then cut apart. The vaginal wall was sutured with 2-0 vicryl, and the rectocele was plicated. A vicryl 2-0 was used for perineorrhapy, and a skin rapide 2-0 subcuticular was completed. There was no rectal puncture reported. The patient experienced complications following the procedure. Back pain, vaginal pain, pelvic pain, perineal pain, anal pain, rectal pain, groin pain, dyspareunia, constipation, and an unidentified mental, emotional, or behavioral problem are among the symptoms of the patient.

Manufacturer narrative:
Block h2: additional information block b5 narrative updated block d4 model number, lot number and expiration date updated block g1 manufacturing site updated block h4 manufacturing date updated block a1: (B)(6) block b3 date of event: date of event was approximated to (B)(6) 2011, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6) block h6: patient code e1405, e0206 and e2330 capture the reportable events of dyspareunia, unspecified mental, emotional or behavioural problem and pain. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2011 and a obtryx implant was implanted into the patient on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Device 2 of 2 patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; psych.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.